Event description:
It was reported that via a merlin.net transmission, the atrial lead exhibited oversensing and low impedance. On (B)(6) 2015 the patient presented to the clinic and the right atrial lead appeared to be stimulating the right ventricle. The atrial lead was deactivated. On (B)(6) 2015 during a device change out procedure, fluoroscopy revealed good lead positioning. The lead was tested via the pacing system analyzer and no anomalies were noted. The ventricular stimulation when pacing from the right atrial lead could not be reproduced. The lead was connected to the new device and remained implanted. No patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.